Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device : uterus/migration of essure device:uterus/perforation (uterus),'), device breakage ('device breakage,'), embedded device ('part had broken off lodged into my uterus.') And fallopian tube perforation ('perforation (fallopian tubes)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("extreme abdomen pain") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (hysterectomy (full),bilateral salpingectomy and surgery to find broken portion- had fallopian). At the time of the report, the uterine perforation, embedded device, fallopian tube perforation and endometrial ablation outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, device breakage, embedded device, endometrial ablation, fallopian tube perforation and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device : uterus/migration of essure device:uterus/perforation (uterus),'), device breakage ('device breakage,'), embedded device ('part had broken off lodged into my uterus.') And fallopian tube perforation ('perforation (fallopian tubes)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("extreme abdomen pain") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy and surgery to find broken portion- had fallopian). At the time of the report, the uterine perforation, embedded device, fallopian tube perforation and endometrial ablation outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, device breakage, embedded device, endometrial ablation, fallopian tube perforation and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: pfs received. Reporters information were updated. Event: injury to herself were updated to malposition of essure device location of device: uterus. New events: ablation, malposition of essure device uterus/ migration of essure device : uterus/perforation (uterus), device breakage, pain, perforation (fallopian tube(s)), extreme abdomen pain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.